Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh product was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted due to pelvic organ prolapse, stress urinary incontinence, and bladder neck hypermobility. It was reported that following the procedure the patient experienced pain, recurrence, dyspareunia, vaginal discharge, urinary bowel, and neuromuscular problems. It was also reported that on (B)(6) 2010, patient had placement of mesh to treat symptomatic rectocele. It was also reported that patient had mesh implanted. It was reported patient underwent mesh removal due to erosion on (B)(6) 2012. (B)(4).